Manufacturer narrative:
The investigation determined that lower and higher than expected vitros intact pth (ipth) results were obtained from united kingdom national external quality assessment service (ukneqas) proficiency samples and non-vitros randox quality control (qc) fluids when tested on a vitros xt7600 integrated system in conjunction with two different vitros ipth reagent lots. A definitive assignable cause for the lower and higher than expected vitros results could not be determined. A review of historical qc indicates with regards to accuracy and precision, the vitros ipth reagent lot 1811 is performing as intended within the timeframe reviewed leading up to the january 2024 ukneqas test event. The cause of the issue with the initial testing of the ukneqas samples in january 2024 remains unknown. However, it should be noted that almost half the respondents in the ukneqas scheme are using the roche elecsys system (134 out of 294) and this has a heavy bias on the gltm results for each of the proficiency samples. There are only 3 vitros participants accounting for less that 1% of participants in the scheme. Therefore, method to method differences cannot be completely ruled out as contributing to the event. It is concluded that the most likely cause of the higher than expected ukneqas and qc fluid results obtained in march 2024 using vitros ipth lot 1895 are suboptimal calibrations. The cause of the suboptimal calibrations are unknown. Qc fluids processed using multiple march calibration events were flagging as over 2 and 3 sd biased, however, the customer continued to process patient samples during this period along with the ukneqas samples on (B)(6) 2024. The issue was corrected following a calibration event performed on (B)(6) 2024. There is also no indication of any instrument malfunction and unexpected instrument performance is not a likely contributor to the event. However, as precision testing was not performed correctly at the time of the events, an instrument issue cannot be completely ruled out as contributing to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ipth reagent lots 1811 and 1895.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report lower and higher than expected vitros intact pth (ipth) results were obtained from united kingdom national external quality assessment service (ukneqas) proficiency samples and non-vitros randox quality control (qc) fluids when tested on a vitros xt7600 integrated system in conjunction with two different vitros ipth reagent lots. Vitros ipth lot 1811 ukneqas sample p783 result of 3.9 pmol/l versus the expected result of 8.7 pmol/l ukneqas sample p784 result of 86.3 pmol/l versus the expected result of 62.2 pmol/l ukneqas sample p785 result of 230.3 pmol/l versus the expected result of 165.1 pmol/l vitros ipth lot 1895 ukneqas sample (B)(6) result of 4.7 pmol/l versus the expected result of 8.7 pmol/l ukneqas sample (B)(6) result of 96.2 pmol/l versus the expected result of 62.2 pmol/l ukneqas sample (B)(6) result of 258.2 pmol/l versus the expected result of 165.1 pmol/l randox level 1, lot 2216eccm results of 52.4, 52.1 and 50.9 pmol/l versus the expected result of 39.0 pmol/l randox level 2, lot 2217eccm results of 144.9, 148.0, 151.4 and 151.7 pmol/l versus the expected result of 110.0 pmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower and higher than expected vitros ipth results were obtained from quality control fluids and from proficiency samples that were reported to the proficiency scheme provider. The customer did not report that patient results had been affected and ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number three of three mdrs for this event. Three 3500a forms are being submitted for this event as three devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers 32238283, 32238552 and reportability assessment 605754.